Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening and white particle inside the device . Leak test was performed and found opening on anterior and posterior. A microscopic analysis was performed which identify, striated opening in the anterior and posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening in the anterior and the posterior side assessed, as surgical damage and opening.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.